Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a knee procedure, while the patient was asleep, the blue coagulation button of the super turbovac wand was pressed but did not work. The procedure was completed with a delay greater than 30 minutes using a back-up device. No other complications were reported.

Manufacturer narrative:
Health effect - impact code was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.